Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversensing. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversensing. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported. Additional information was received that this electrode has been explanted as a result of undergoing therapy upgrade procedure. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned severed approximately 54mm from the terminal end. Only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies except typical induced damage associated with surgery. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported inappropriate shock and oversensing.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversening. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversening. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversening. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversening. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported.